Manufacturer narrative:
Though requested, no further additional information has been provided by the reporter. One intraocular lens (iol) was returned wrapped in a wet piece of foam inside of a plastic bio-hazard bag. The original packaging was not returned. The part number and the serial number could not be verified, however the lens had the appearance of the reported lens. The foam was wet with an unknown fluid, but had a smell similar to isopropyl alcohol. Particulates were visible on the optic. Visual inspection found the lens was in three pieces. The optic had been cut or torn into sections. Both haptics were attached, but to separate pieces of the optic. Microscopic examination found the optic had a splotchy, cloudy white appearance. The cause of the cloudy white appearance could not be determined, although it is suspected to be from the unknown fluid that was on the piece of foam that the lens was wrapped in. As such, additional testing was determined not to be needed. Functional testing could not be performed as a result of the damage. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. No similar events have been reported for this product lot to date. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary at this time.

Event description:
It was reported an intraocular lens (iol) was implanted into the eye, then explanted four months after implant due to dysphotopsia. Though requested, no further information has been provided by the reporting facility.

Manufacturer narrative:
Additional information: a2, a3, b5, b6, b7, d11, g4, h2, h10/11. Additional information was received; however, assessment remains unchanged.

Event description:
It was reported after the implant of an intraocular lens (iol) into the right (od) eye, the patient presented with a persistent, bothersome, negative, temporal dysphotopsia and noticed a decrease in temporal vision. Central visual acuity was not affected. A successful lens exchange was performed 3 months and 27 days after initial implant using a different model iol. In the surgeon''s opinion, the likely cause of the event is negative temporal dysphotopsia. The patient still presents with temporal negative dysphotopsia, but it is much less severe.